Event description:
Information received with return of the explanted device notes that the atrial values were deteriorating. When the atrial lead tested normal, the pulse generator was replaced. Fluid was noted in both channels of the connector header. There were no consequences to the patient.